Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed.  The reported problem has been confirmed.  Upon investigation the monitor was unable to complete essential performance testing.  The monitor's electrode belt receptacle was partially unplugged from j1001 on ca board. The root cause for the damaged receptacle was excessive force. No adverse events occurred from the monitor malfunction.

Event description:
A us distributor reported that a patient's monitor was displaying a service code 105 (pulse test relay stuck).